Event description:
A piece of laparoscopic instrument broke off and fell into pt's abdomen during a laparoscopic procedure. Pt had a laparotomy performed to retrieve the small metal piece from the pt. This caused the pt one add'l day stay in the hospital.